Event description:
Report received of an overdelivery. It was reported that during a research study, the pump was programmed to deliver 120ml of an unspecified investigational anti-anxiety medication at a rate of 100ml/hr, with a volume to be infused (vtbi) of 100ml. Upon completion, the bag and the tubing proximal to the cassette were empty. The nurse reportedly retrieved 11ml of the drug from the distal portion of the tubing, indicating that 109ml of the drug was infused instead of the expected 100ml. The pump display indicated that 95ml was delivered. The pump was reportedly tested by a nurse before and after the infusion, and had passed the delivery accuracy test. There was no reported adverse pt effect and no medical intervention was required.